Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised that a replacement pump would be provided by technical support, and they were instructed to use their old pump in the meantime. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.